Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA# den170015. (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, additional information provided indicated this occurrence could be related to blood from the surrounding area clogging the catheter. The user was aware of the use error, but due to clinical conditions could not avoid blood coming in contact with the catheter. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also state: "precaution: to: avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." The instructions for use states: "note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that the user touched the catheters to the bleeding site, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a colonic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The following information was received when the customer was providing general feedback on the device: "our staff and physicians have always remarked that hemospray used endoscopically has a high chance of plugging the tubing which comes along with it as the colon and upper gastrointestinal tract are very mobile and bleeding can be very aggressive [catheter clogged]. Due to this, they can be hesitant to use the product in the event of a significant bleed... I personally have been involved in one case in 2017 where both sets of tubing became clogged. During each case [sic], we cleared the biopsy channel with a 60 ml flush of air via syringe after suctioning up as much blood as possible, however this was inadequate to eliminate all of the fluid and the tip of the tubing became saturated, clogging almost immediately. The second set of tubing touched the pool of blood and became saturated as well (the patients colon had a lot of motility)." The customer provided the following further information on 09-august-2018: "to summarize, the bleeding was managed endoscopically during the index [initial] procedure by alternate means. We attempted hemospray first, but both catheters became plugged so we moved to an alternative method of hemostasis with hemoclips which worked effectively." An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.